Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a chest x-ray was performed, and the healthcare professional could not see any macro movement of the lead. It was noted that a sudden change in r-wave amplitude from very high for the ventricular ectopic (ve) to very low for the next beat resulting in it being undersensed due to the dynamic sensitivity of the device. Changing the sensing threshold drop time did not result in improvement of undersensing due to relatively high rates, even at rest. The healthcare professional attempted adjusting oversensing prevention however this resulted in a couple of beats of p-wave oversensing (pwos), therefore the current value remained. All other measurements were consistent with previous measurements and no changes to programming were done. The lead remains in use.

Event description:
It was reported that the patient attended a routine in-office exercise tolerance test (ett) at the request of the facility as a caution due to the patient being involved in a car accident and is extremely active. It was noted that the extravascular (ev) lead exhibited occasional undersensing observed last week prior to the visit and ventricular ectopic were noted. However alternative vectors were not suitable. During the ett, but prior to the testing, there were occasional undersensed beats following ventricular ectopic as expected with quite a variability in sensing. It was noted that a few beats were undersensed and lowering sensitivity did not help. Ett sensing remained good with good match scores. It was noted that the sensing became better during the test. It was also noted that while the patient was lying flat, on the right side and on the left side, the sensing was suitable. The undersensing was occasional and seen throughout the follow up appointment. Cardiac compass trends since the lead replacement procedure have looked significantly better along with r-wave trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.